Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a methicillin-sensitive staphylococcus aureus (mssa) bacterial driveline infection. The patient was admitted on (B)(6) 2025. Surgical intervention for drainage was performed, and antibiotics were administered, which resulted in mssa no longer being detected. The patient had gained weight since discharge, and the increase in mechanical irritation around driveline may have been the cause of the infection. The patient factor was considered to be large, but the causality could not be ruled out because of the lack of adhesion of driveline. Patient was stable and was discharged on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.